Event description:
It was reported that the patient was experiencing pain at the lead insertion site and felt that the spinal cord stimulator (scs) was not providing adequate pain relief. It was noted that the scs was causing more pain than pain relief. The patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7070190. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 364706.